Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Parent brought the child with a complaint of not responding to sounds for the past week. Mother reported an incident of mild head bang 3 months back. No issues in responding to sounds were reported after this incident. It is recommended to take an x-ray. Re-implantation is being considered.

Event description:
The hearing performance with the device was affected. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Parent brought the child with a complaint of not responding to sounds for the past week. Mother reported an incident of mild head bang 3 months back. No issues in responding to sounds were reported after this incident. It is recommended to take an x-ray. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The hearing performance with the device was affected. The user was re-implanted.